Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the root cause of the ischemia issue was patient condition related to a clot in the distal to the right femoral artery which was the artery used for pump access.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had decreased perfusion to the impella limb during pump support. Due to the noted issue, a distal perfusion sheath was placed on the impella access side. The condition continued to worsen despite the perfusion sheath and the decision was made to explant the pump.